Event description:
This record captures a review of 'evaluation of the effectiveness of expandable cages for reconstruction of the anterior column of the spine' from the journal of orthopedic surgery. Thirty-nine patients participated in this study, of which 16 were implanted with capri expandable corpectomy cages. The authors note that only one complication related to the hardware occurred. One patient experienced a dural tear. It reportedly occurred accidently and without any consequence to the patient. Update: upon additional received 08/08/2021, the author has stated that the cage implanted in the patient was not a stryker device.

Manufacturer narrative:
Section d has been corrected to reflect the new device information received. Upon additional received 08/09/2021, the author has stated that the cage implanted in the patient was not a stryker device. The patient was in fact implanted with a competitor's cage.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
This record captures a review of 'evaluation of the effectiveness of expandable cages for reconstruction of the anterior column of the spine' from the journal of orthopedic surgery. Thirty-nine patients participated in this study, of which 16 were implanted with capri expandable corpectomy cages. The authors note that only one complication related to the hardware occurred. One patient experienced a dural tear. It reportedly occurred accidently and without any consequence to the patient.